Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that customer experienced low blood glucose level and also insulin pump was not working. The customer¿s blood glucose level was 53 mg/dl at the time of the incident. Customer was treated with power raid. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not used auto mode. Customer did not allege insulin pump was over delivering. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.